Event description:
As reported by the (B)(4) registry: the target lesion was a 99% stenosis in the proximal left internal carotid artery. A 5mm angioguard device was advanced beyond the target and was deployed without difficulty. A 6.0 x 30mm precise stent was deployed successfully. Following stent deployment, the patient experienced aphasia, hemiparesis on the right. The angioguard was retrieved and debris was observed within the filter basket. The event onset was sudden and recovery was partial with major residual. Diagnosis was ischemic stroke.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.this is one of two reports submitted for the same event. Please reference MFR report #s: 1016427-2010-00134 and 1016427-2010-00135.